Event description:
The surgeon inserted a three piece collamer lens model cq2015 into the pt's eye and the lens tore and the lens was removed & replaced without any pt injury. The doctor did not have to enlarge the incision to remove the lens. It was reported that the lens tore due to being loaded into the injector incorrectly.